Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure the right ventricular (rv) coil plug did not fit into the slot of the new implantable cardioverter defibrillator (ICD). The physician tried to put the rv coil plug into the new ICD and noticed that the plug wasn't fully inserted in the slot therefore they tried to insert it with pressure. Because of the pressure the rv coil was damaged and the impedance was above 200 ohms. The physician felt that the slot was not okay so another device was implanted. The rv coil was also damaged so the lead was explanted and replaced. No patient complications have been reported as a result of this event.